Manufacturer narrative:
Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. X-rays, revision operative notes, patient demographics and a photograph were the only information obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address disassociation of the liner from the cup. Explant revealed metal transfer on the ceramic head and wear and deformation of the liner. The cup positioning appeared to be within normal range of version and inclination.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.